Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Also, evaluation found the following: the up/ down knob cannot be locked securely due to wear of the forceps elevator lever, the forceps elevator lever has a scratch, water tightness was lost due to a pinhole on the channel tube, objective lens had a scratch, adhesive on bending section cover had a chip and a discolored area, the connecting tube had coating peeling, due to wear of the angle wire: the play of the up/ down knob and right/ left knob were out of standard value and the bending angle up, down and right directions did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope was leaking and endothermo disinfector broke off. The device was returned for evaluation. During the device evaluation, there was a gap of the adhesive on the distal and a stain entered inside the lens through the gap and there was a gap between the acoustic lens and ultrasound probe were found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the a gap of the adhesive on the distal end and stain could not be determined. Olympus will continue to monitor field performance for this device.